Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient and orders were not current, station stopped communicating. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stopped communicating. A technical support specialist logged into medstationes and noticed that the purge was failing. The database was backed up, then dropped and rebuilt. A full sync was performed on the device. The system functioned as intended after the technical support specialist troubleshot the device.